Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to provide third shock during intervention on the patient. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted physio-control to report that their device failed to provide third shock during intervention on the patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the device¿s main keypad assembly. After install, the new keypad passed functional and performance testing. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. While evaluating the device, the service technician noted that additional device repairs should be completed. The customer was provided a quote for these repairs, but declined the option to repair. The device was sent back without repairs per customer's request.